Manufacturer narrative:
This event was originally reported in 1218950-2021-11126; however, upon further investigation it was identified the product information was incorrect. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that when the intellivue mx800 patient monitor was put into "comfort care" mode for a passing patient, it went offline from the central station on (B)(6) 2021 at 15:08. The patient passed away.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse determined that the issue was associated with a faulty main board on the mx800. The issue was resolved by the customer biomed replacing the main board with a board from their stock. Additionally, the fse assisted the customer with the recovery of patient data that was not available to the clinical staff due to the erased configuration of the monitor.

Event description:
It was reported that when the intellivue mx800 patient monitor was put into "comfort care" mode for a passing patient. The configuration was erased from the monitor and the device lost communication with the central station on (B)(6) 2021 at 15:08. The patient passed away. The biomed at the customer site and a member of the nursing staff, confirmed that the intellivue mx800 patient monitor did not contribute to and was not a factor in the reported death. The monitor was used on a passing patient and was set into "comfort care" mode.